Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that there is a self-test problem. The device was not in clinical use at the time the issue was discovered. Available details indicate that there is no problem with the defibrillator. The customer just did not know how to carry out equipment self-test so they requested a telephone consultation to be guided remotely on how to perform defibrillator self-test and daily maintenance. The device remains at the customer site fully functional. No further action is required at this time.

Manufacturer narrative:
Remote support provided.